Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. The reported patient effect of mitral valve insufficiency/ regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention appears to be due to case specific circumstance as the patient underwent an additional mitraclip procedure. Based on the information reviewed, a conclusive cause for mitral valve insufficiency/ regurgitation could not be determined in this complaint. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is being filed under a separate medwatch report number.

Event description:
This is filed to report recurrent mr, additional clip implanted. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. On (B)(6) 2021 an xtr clip was implanted to address central flail and mr was reduced to 3-4. The mean pressure gradient (mpg) after this procedure was 5 mmhg. On (B)(6) 2021 the patient returned due to mr with a grade of 4+; however, it was stated it was not necessarily due to progression of disease, just worsening mr. The clip from (B)(6) 2020 is stable on the leaflets. Another nt clip was advanced and noted lateral flail and valvular prolapse. The clip was opened and there were small movements made in the ventricle, which consisted of clip arm orientation, and positioning clip directly over jet (moving slightly more lateral). The clip became entangled while trying to pull up to grasp leaflets. The clip was able to be freed using standard troubleshooting techniques and was implanted laterally to the first clip and mr reduced to 3-4+. There was no damage noted to the valve due to being caught in the chords. The mpg was noted to be 8 mmhg and while the physician was not necessarily satisfied with this result, it was decided not to treat anything else as the patient is 90 years old. The patient's status will be monitored. There was no clinically significant delay in the procedure. No additional information was provided.